Event description:
It was reported: an angio-seal was deployed with success under the supervision of a sjm sales representative. The patient's groin area was checked post deployment and everything looked good. The patient's speech was noted to be slurred during the deployment procedure. The patient was kept in the cath lab for further testing. It was confirmed that the patient had stroke and was taken to another department within the hospital. Additional information was not available.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.